Event description:
Information received with return of the explanted device notes that during a routine follow-up, the device exhibited no output, no magnet rate and a telemetry anomaly. The patient was aymptomatic.